Manufacturer narrative:
Additional information: analysis of the returned device shows that during functional analysis it was not more possible to inflate the balloon due to a hole. Visual analysis confirmed the presence of a rupture on the distal peak of the balloon. Based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to a contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon ruptured at 230 psi. No fragments were left in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.